Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the insufflation unit exhibited the top cover has bubble paint on the screws holes, the front and rear panels are both bent and damaged, the power button does not activate properly and the line filter is broken. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. For the events front panel is damaged and line filter is damaged (bent): based on the results of the investigation, it is not possible to establish the root cause. For the event power switch does not work properly: based on the results of the investigation, it is likely the following led to the malfunction: power switch did not work properly because it was broken. Olympus will continue to monitor field performance for this device.